Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.